Event description:
The customer reported being hospitalized twice in the past two days for low blood glucose levels. On (B)(6) 2011 with a blood glucose reading of 24 mg/dl, and again on (B)(6) 2011 with a blood glucose reading of 14 mg/dl. The customer had no recollection of what happened prior to the event. The customer declined troubleshooting, and requested a replacement insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.